Event description:
The customer reported that during a breast reconstruction with abdominal flap procedure the pt received a burn. Three generators, 3 pads and 3 pencils were in use simultaneously. The burn appears to be where cords of pencils were lying together on the pt. The staff reported that at least one cord felt hot.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.